Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via regulations.gov public submission FDA-2019-n-0426-0028) that a patient of unknown age who underwent breast prostheses implantation with two 425cc mentor memorygel breast implant on (B)(6) 2009, has been diagnosed with lupus and arthritis. The patient is experiencing memory loss, lack of energy, etc. The patient feels she was misinformed about the implants and that her life is no longer hers to enjoy as she is being held as a prisoner by her implants. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.